Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard stopped typing due to software issue. A technical support specialist launched device manager, proceeded to uninstall the drivers, and subsequently reinstalled the drivers for the keyboard in order to rectify the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard stopped typing, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.